Event description:
Event description guidant received information that this coronary sinus lead dislodged from the desired vasculature after two months of implant time. Attempts to repostion the lead were unsuccessful, as a guidewire could not be passed through the lead's lumen.